Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specifications and passed self-test. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unit was received with partially broken off piece at the reservoir tube lip. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, dat test and displacement test due to physical damage. The motor was tested outside the device and passed. Unit was received with missing serial number label and display window cover. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the ring was missing from the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.